Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a screw was placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the deviation of the right t1 pedicle screw (initial placement) was detected by the surgeon with a CT control scan before finalizing the surgery, and the screw was replaced (re-positioned) to the respectively acceptable position using conventional methods. The two screw placements in c2 were successful as intended; the final four screws placed in the pedicles of t1-t2 using conventional methods and without the aid of navigation were placed into the disc space, however the surgeon decided not to revise these screws after viewing their positions on the intraoperative CT confirmation scan, and completed the surgery as planned. There were no negative effects to the patient, neither due to screw placements nor due to surgery/anesthesia delay (of ca. 30min) for re-placement of the right t1 screw at the same surgery. The surgeon stimulated the screws during the surgery and they came back clear, indicating no injury to spinal cord/blood vessels. There was no (direct or increased) risk to harm a critical structure (e.g. Spinal cord or blood vessels) due to the apparent inaccuracy/screw placements at this surgery. There were no other remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the one misplaced screw at right t1 (initial placement) was a relative movement of the vertebrae in relation to the patient reference array fixated at the patient's head. Multi-level navigation (i.e. Navigating instruments on multiple vertebrae from a single registration, without registering each vertebra separately) can lead to vertebrae movements relative to the fixed reference array due to the non-rigid connection of bones, which cannot be compensated by the navigation software. The likelihood of this relative movement was further increased by the laminectomy performed prior to the procedure (which created spine instability) and the use of a non-navigated probe to open the pedicle at right t1 (which required increased forces to be applied to the bone). Both of these could have contributed to a shift in the spine anatomy in relation to the patient reference array at the patient's head, which cannot be recognized by the navigation software when displaying tracked instrument positions (e.g. Screwdriver) on the pre-surgery (registration) image. A further potentially contributing factor, although to a lesser extent, was a damaged reference array (with a bent pin) attached to the non-brainlab screwdriver which was used for navigation during the procedure. The damaged array could have affected the accuracy of the displayed screwdriver tracked in the navigation software compared to its position on the real patient anatomy. Apparently the resulting deviation of the navigation display was not recognized by the surgeon while using the navigated tap and the navigated screwdriver during preparation and placement of the screw at right t1, with the necessary continued verification of accuracy throughout the procedure. Note: brainlab navigation was not used for final placement of screws in t1 and t2 and therefore did not contribute to the final position of those screws. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
A c2-t2 posterior cervical fusion on the spine following a staged corpectomy at c3-c6 with planned placement of 6 screws in the cervical (c2) and thoracic vertebrae (t1-t2), was performed with the aid of the display by the brainlab navigation software spine & trauma 3d 2.6. During the procedure the surgeon: positioned the patient in prone position in a non-brainlab headholder. Placed lateral mass screws from c3-c7 without using the aid of navigation, and performed a laminectomy. Attached a (cranial) sterile reference array to the non-brainlab headholder. Performed an intraoperative CT scan using a non-brainlab CT scanner and verified and accepted the automatic registration of the current patient anatomy to the navigation (to the intra-operative CT scan imported into and used by the navigation), and noted the scanned region did not include the whole region of interest (c2-t2) as intended but only included c2. Breathing was not halted during the scan. Used the navigated brainlab drill guide and navigated non-brainlab screwdriver to place 2 screws in the right and left sides of c2. Performed another intraoperative CT scan and verified and accepted the automatic registration of the current patient anatomy to the navigation (to the intra-operative CT scan imported into and used by the navigation), now including t1-t2 in the scanned region. Breathing was not halted during the scan. Used a non-navigated non-brainlab probe to prepare a path in the right pedicle of t1, and used the navigated non-brainlab screwdriver to place the right t1 pedicle screw, and observed that it felt "soft." Verified the accuracy of navigation on a previously placed lateral mass screw and determined there was a deviation between the actual position of the instrument and the display of navigation. Attached a sterile reference array to the spinous process of t2, performed another intraoperative CT scan and verified and accepted the automatic registration of the current patient anatomy to the navigation, and determined the placement of the right t1 pedicle screw deviated by 4mm superior from the intended position. Removed the right t1 pedicle screw and while doing so, accidentally bumped the reference array attached to t2, altering its position relative to the patient anatomy. The surgeon immediately detected the resulting deviation of the navigation display and decided not to use the aid of navigation for the remainder of the surgery. The surgeon placed 4 screws in the left and right pedicles of t1-t2 using conventional methods without the aid of navigation, performed an intraoperative CT confirmation scan to confirm all screw placements, and completed the surgery. According to the surgeon: the deviation of the right t1 pedicle screw (initial placement) was detected by the surgeon with a CT control scan before finalizing the surgery, and the screw was replaced (re-positioned) to the respectively acceptable position using conventional methods. The two screw placements in c2 were successful as intended; the final four screws placed in the pedicles of t1-t2 using conventional methods and without the aid of navigation were placed into the disc space, however the surgeon decided not to revise these screws after viewing their positions on the intraoperative CT confirmation scan, and completed the surgery as planned. There were no negative effects to the patient, neither due to screw placements nor due to surgery/anesthesia delay (of ca. 30min) for re-placement of the right t1 screw at the same surgery. The surgeon stimulated the screws during the surgery and they came back clear, indicating no injury to spinal cord/blood vessels. There was no (direct or increased) risk to harm a critical structure (e.g. Spinal cord or blood vessels) due to the apparent inaccuracy/screw placements at this surgery. There were no other remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.